Event description:
The manufacturer received information alleging a ventilator did not meet acceptance criteria of the evaluation process due to critical errors 193 and 290. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was confirmed. The device was scrapped as the unit is not needed for inventory.